Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Manufacturing date: 02-jul-2014. Expiration date: 31-may-2023. Part #: 237.24s, lot#: 7717891 (sterile) - 95 deg condylar plate 12 holes / 70mm / 204mm - sterile, quantity 12. No nonconformances were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was revised on (B)(6) 2016 from competitor's femoral nail to a 95 degree condylar plate and seven (7) screws. Unanticipated x-rays on unknown date revealed a non-union and a broken plate. Surgeon believes the non-union caused the plate to fracture on the proximal 1/3 of the shaft. Patient was returned to surgery on (B)(6) 2017 where surgeon removed all hardware and revised patient to an autograft and another plate. Surgeon feels the new plate provided better reduction. Surgery was completed successfully with no delay and no harm to patient. Concomitant medical products: 6.5mm cancellous bone screw 32mm thread/75mm (part number 217.075, lot number unknown, quantity 1); 4.5mm cortex screw self-tapping 38mm (part number 214.838, lot number unknown, quantity 2); 4.5mm cortex screw self-tapping 36mm (part number 214.836, lot number unknown, quantity 1); 4.5mm cortex screw self-tapping 34mm (part number 214.834, lot number unknown, quantity 1); 4.5mm cortex screw self-tapping 20mm (part number 214.820, lot number unknown, quantity 1); 4.5mm cortex screw self-tapping 64mm (part number 214.864, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).